Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned. On visual/ microscopic inspection, the stent was returned partially deployed from the sl-10 catheter. The stent was deformed. The stent delivery wire (sdw) was kinked. The introducer sheath was not returned. On functional testing, the stent was advanced in the microcatheter without issue and the stent deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. The sdw was kinked bent, the stent was deformed and was deployed in the returned sl-10 catheter shaft. Based on the event description and the analysis, the as reported stent difficult/unable to transfer can be confirmed. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the stent deployed prematurely during use. There was no clinical consequence to the patient reported as a result of this event.